Manufacturer narrative:
(B)(4). The carefusion field service representative evaluated the unit however was unable to duplicate the reported incident. The vent is operational and meets manufacturer specifications. In the event additional information is provided a follow-up report will be submitted. The customer did not provide patient demographics such as age, date of birth, gender, and weight. (B)(4).

Event description:
The customer stated that while on a patient the respiratory therapist was trying to make settings adjustments and the touch screen icons would not react. The screen lock was confirmed to be off. There was no patient harm in this incident, the patient was placed on a backup ventilator.